Event description:
It was reported that at pump refill the drug concentration was changed from 500 mcg/ml to 1800 mcg/ml without doing a bridge bolus. The following day, the hcp realized the programming error, and instructed the patient to go to the emergency room. The patient was doing fine at the time of the call, and the patient would be evaluated. It was calculated that the entire old drug had been delivered at the time of the report. At the emergency room hcp decided to stop the pump and will monitor patient to determine when to restart therapy. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.